Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was experiencing nausea and vomiting. His family member called 911 and he was transported to the emergency room (ER). At the ER, the patient¿s cgm was reading 96 mg/dl, and the bg meter was 46 mg/dl. The patient was wearing a tandem insulin pump. The patient was given a glucose tablet, apple juice, and orange juice as treatment. An hour later, the patient¿s bg meter reading was tested again and found to be 69 mg/dl. The patient was then given an unspecified sour syrup-like medication to drink. After another hour, his bg meter reading was re-tested and was ¿normal¿ (no specific value was reported). The patient was discharged home after approximately 4-5 hours. The patient was in ¿normal condition¿ at the time of report. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined.. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.